Manufacturer narrative:
Additional information: h11: an event history log review was performed, and user programmed the device with maintenance secondaries 1000/ml/h and received a notification of maximum recommended secondary flow rate limit exceeded: 1000 ml/h. The user confirmed maintenance secondaries 500/ml, received a secondary callback prompted message and declined it. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log identified a programmed infusion for lactated ringers. The infusion lasted for 15 minutes and 1 second which equates to a deliver amount of 250.27ml. Based on the event history, the user stopped the infusion before the volume to be infused (vtbi) of 500ml completed, resulting in only half of the amount being delivered. During functional testing, a flow accuracy test was performed and the device met specifications; the issue was not reproduced. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump indicated that 500 ml had been administered; however, approximately 250 ml remained in the intravenous (IV) bag. This was observed during patient infusion on the critical care unit; the patient was receiving a bolus of 500ml lactated ringers over 30 minutes. There were no alarms during this 30 minutes and the infusion was reprogrammed to complete the bolus. According to the pump, the patient would have received 632 ml even though the IV bag contained only 500 ml. The total duration was approximately 50 minutes instead of the prescribed 30 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.